Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. Further follow up with physician revealed that the pt died of complications related to a cervical spinal cord injury that occurred during a seizure (date unk). It was reported that the pt was in a long-term care facility on a ventilator. It is unk whether the pt's ncp system was explanted. Attempts to obtain additional info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.